Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the customer was advised to continue using the pump and to call back if the malfunction code recurred.